Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump are hard to push. The customer's blood glucose value was unknown. The customer also reported that tape not adhering to skin. The customer experienced swelling, pus discharge, redness, and bruising. The device will not be returned for analysis.